Event description:
It was reported that the customer experienced a display issue with the pump, where the screen was blinking off and on, affecting their ability to interact with it. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer administered a correction bolus using the pump to address bg. Technical support decided to send a replacement pump with updated software, and the customer reverted to an alternate method of insulin therapy.